Manufacturer narrative:
No result or conclusion code available. Final analysis found the right ventricular shock coil was damaged/squeezed. The product was received in its unopened package preventing the ability to determine how the damage occurred. The lead was tested and normal lead characteristics were noted. (B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead distal coil seemed damaged while still in the package. The lead was not used and replaced. The patient experienced no adverse consequences.